Manufacturer narrative:
The customer cancelled the call and will order, install, and repair the system with third party parts. No additional information was provided.

Event description:
The customer reported receiving an error message on the 2600 workstation. No patient injury was reported.